Event description:
The following has been reported: "speaker error: ID 51 ". Reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.